Event description:
It was reported that two er220 were used during an unknown procedure. It was reported by the affiliate that the instruments spitted (ejected) clips. The clips did not fall into the pt. A new clip applier was used to complete the case. There was no consequence to the pt. 9/30/98 message from affiliate. The procedure name is a laparoscopic cholecystectomy and both er220's ejected the clips.